Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 125 - 130 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Customer reported a past adverse event; customer did not remember the exact date but stated she had fainted. Customer had gone to the hospital and the diagnosis was hypoglycemia and she was given IV fluids. Customer did not remember her blood glucose test result when at the hospital. Customer did not remember the date she left the hospital. No new medications or healthcare program had been suggested. Customer reported another incident had occurred after that on a sunday in october when she had not felt well and had to call the e-squad. They had tested her blood sugar which was in the 40's and she was given orange juice with sugar. During the call on (B)(6) 2019, a back to back blood test was performed by the customer fasting and produced test results of 409 mg/dl and 453 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 05/31/2020 and open vial date is (B)(6) /2018. The meter memory was reviewed for previous test result history: result 1 :445mg/dl date:(B)(6) 2019 time:9:47am fasting, result 2 :550mg/dl date:(B)(6) 2019 time:6:05am fasting, result 3 :hi date:(B)(6) 2019 time:2:18am fasting, result 4 :hi date:(B)(6) 2019 time:2:02am fasting, result 5 :hi date:(B)(6) 2019 time:1:44am fasting. Customer states the meter read hi fasting. Customer states their normal fasting range is 125-130mg/dl fasting. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hyperglycemia at the time of call.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) corrected sections as of 29-apr-2020: d10: device available for evaluation corrected to "yes". Added date device returned to manufacturer. Sections with additional information as of 29-apr-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 1/23/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 1/23/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 125 - 130 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Customer reported a past adverse event; customer did not remember the exact date but stated she had fainted. Customer had gone to the hospital and the diagnosis was hypoglycemia and she was given IV fluids. Customer did not remember her blood glucose test result when at the hospital. Customer did not remember the date she left the hospital. No new medications or healthcare program had been suggested. Customer reported another incident had occurred after that on a sunday in october when she had not felt well and had to call the e-squad. They had tested her blood sugar which was in the 40's and she was given orange juice with sugar. During the call on (B)(6) 2019, a back to back blood test was performed by the customer fasting and produced test results of 409 mg/dl and 453 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 05/31/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6). Customer states the meter read hi fasting. Customer states their normal fasting range is 125-130mg/dl fasting. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hyperglycemia at the time of call.